Event description:
This event is related to report xxxxx. Our institution is still facing the challenge of pharmedium medguard caps being removed, syringe being used, and medguard cap being place back onto the syringe showing as if the syringe is brand new. I've informed pharmedium's operating room specialist, sales rep, regional lead, quality manager, and their engineer regarding the flaw of their device, but they continue to use it. We've had quite a few conference calls, and I share the same information just this past month, we have had another event with a syringe being used and recapped as above. We've educated our anesthesia staff on how to use the device correctly but we still continue to have individuals to inadvertently circumvent this so-called safety cap. Our operating room pharmacy staff is on high alert with any syringe that comes back to the or satellites. It has gotten to the point where we have requested that any syringe pharmedium provides us, there meds to be a plastic overwrap/baggie so that we know that the product has not been used/tampered with. Upon seeing a syringe out of the overwrap, we/anesthesia will dispose of it since we cannot guarantee with 100% certainty that the syringe with the medguard device has not been used. This is n antiquated method to having peace of mind for certain products we procure but it's the best we can do right now. Pharmedium noted that since kit check is their top priority now, they hope to make our overwrapped syringes available for order mid-xxxxxxx 2015 and the products to be distributed as such by early xxxxx 2016. Please contact me for a video showing the major flaw with this device that they feel is safe based on the premise that it has been on the market for some time by (B)(6). Medication administered to or used by the patient: no. Where did the error occur: hospital. Hospital unit: pharmacy. Level of staff who discovered the error: unk. Severity: circumstances or events have capacity to cause error.